Event description:
It was reported prior to using bd vacutainer® serum / cat blood collection tubes that there was an additive abnormality appearing as run down in the tube. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: three photos were provided for investigation. After review and analysis of the customer photos, additive abnormality can be seen on the side of the tube. Additionally, retention samples from bd inventory were visually inspected and no additive issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode , additive abnormality based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum / cat blood collection tubes that there was an additive abnormality appearing as run down in the tube. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9 device available for eval: yes. D.9 returned to manufacturer on: 19-mar-2024. H.6. Investigation summary: one customer sample and three photos were provided for investigation. After review and analysis of the customer sample and photos, the issue of additive abnormality was observed. Additionally, 30 retention samples from bd inventory were visually inspected and no additive issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® serum / cat blood collection tubes that there was an additive abnormality appearing as run down in the tube. There was no health impact or consequence reported.